Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the ratchet was stuck on the roller which had caused damage to the roller, roller gear and ratchet gear. The calibration test and test cut could not be performed due to the damaged comb. The two cutters that were returned for evaluation, 1.5:1 ratio cutter and 2:1 ratio cutter, serial both were tested and both failed to produce a passing cut. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, roller gear, comb, right side plate and ratchet gear. The 1.5:1 ratio cutter, failed to produce a complete cut and was deemed non-repairable. The 2:1 ratio cutter, failed to produce a complete cut and was deemed non-repairable. Skin graft mesher, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet was stuck on to the roller shaft extension. While during the initial inspection it was noted that the ratchet was stuck on to the roller shaft extension, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle was stuck on the device. Investigation results revealed that the comb was bent. No adverse events have been reported as a result of the malfunction.